Manufacturer narrative:
(B)(4). The patient connecting to the homechoice after therapy is initiated is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient was not connected when therapy was initiated. The technical service representative (tsr) had the patient cycle the power on the hc machine to clear the alarm. The tsr advised the patient to close the clamps, close the catheter, disconnect using aseptic technique, and start therapy over with new supplies. The tsr reviewed proper procedures, per the user manual, with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.